Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient's vision was not bright and was considered not good. One month after implantation the patient was taken back to surgery to remove some residual cortex material. One year and three and a half months after implantation the lens was exchanged for another iol. In a f/u, the surgeon reported that the event resolved after the exchange procedure.

Manufacturer narrative:
Evaluation summary: the complaint product was not returned for investigation. Complaint history and product history records could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional info was requested. (B)(4).